Manufacturer narrative:
The tech replaced the power cord to repair the bed.

Event description:
Info received indicates the tech found the bed was giving the proper readings for ground resistance. He found the ground pin was loose on the power cord plug.